Event description:
It was reported that the this right ventricular (rv) lead was part of a system revision due to a pocket oozing and infection. The patient was treated with antibiotics. A new system was implanted. There was no additional adverse patient effects were reported. This lead was explanted.